Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that the patient on impella cp support experienced bleeding from the impella access site. Pressure was held and sandbag was placed. Blood products were given. Additionally, the patient has hemolysis. The impella was repositioned, but hemolysis did not resolve with repositioning. Patient's prognosis was poor and patient decided to withdraw care. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the access site bleed and the hemolysis has been completed. Pump was not returned for investigation. Data logs were not returned as well. Clinical mentions that the patient had high activated clotting time (acts) of 296. Aggratstat was discontinued to control bleeding along with pressure and sandbag. Therefore, the root cause of the access site bleeding issue was improper anticoagulant management which wad high patient act values. Without the product and data logs, the hemolysis issue cannot be investigated. Therefore, the root cause of the hemolysis issue was not determined since product and data logs were not returned.